Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order for medication had pyxis replenishment but did not cross over in vials. Fractional dispensing needed to be set in pyxis. The technical support specialist (tss) confirmed that the iest investigated the medications in the pyxis es formulary with the med ID 95439 and was not able to set up the fractional conversion until that medication existed in the formulary and was configured as fractional. The customer responded that user did not have any orders for this other medid unless there was a shortage and could not have a minimum of 0.5. A technical support specialist applied the knowledge article titled "cce jit restock order with plx fractional item replenishment sending incorrect refill qty". The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fractional dispensing setting configuration. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fractional dispensing setting configuration. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.